Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 117 mg/dl and their sensor glucose read 45 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer also stated their insulin pump would shut off when their blood glucose was 250 mg/dl. The customer stated they have experienced differences between their blood glucose and sensor glucose readings with previous sensors. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.